Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming testing) has been confirmed. Upon investigation the monitor displayed a service code 102. The cause for the service code was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, q6, q7, q8, and q10 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was unable to undergo incoming functional testing